Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with a cobas e801 module. The questionable results were reported outside the laboratory. The first result was challenged by the clinicians as not compatible with the clinical status. The patient had 2 samples drawn and tested. The patient¿s first sample¿s result was 104 pg/ml. The patient¿s second sample¿s result was 4.18 pg/ml. The elecsys troponin t hs used was lot 56633501 and had an expiration date of 31-dec-2022.

Manufacturer narrative:
The patient¿s age was presented as "age: 2020" and "age unit: y". The customer ran a precision check. The results met acceptance criteria. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 19-nov-2021 was acceptable with no alarms. The qc was acceptable. The investigation found no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.